Event description:
It was reported through litigation process that sometime post a port placement, the patient allegedly developed thrombosis. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical record were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported through the litigation process that three years, five months, and thirteen days post a port placement via the right internal jugular vein, the patient allegedly developed with thrombosis. Reportedly, the port and catheter were removed from the patient. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Medical records were provided and reviewed. The medical record alleges that a bard single lumen power port was placed by attaining the access through the right internal jugular vein yes subcutaneous packet was created over the anterior chest wall and the tunnel was created between the packet and when venotomy site the catheter was carried through the tunnel and the tip of the catheter was positioned in the right atrium. The catheter was cut and subsequently attached to the port with the appropriate length. The port was placed within the packet as per the standard fashion. Approximately three years and five months later a computer tomography of neck soft tissue with the contrast was taken and the patient had a large amount of venous thrombosis in the right internal jugular vein beginning at the skull base with the thrombus also involving the visualized portion of superior vena cava and significant thrombus in the left brachiocephalic vein some of the thrombus surrounds the tip of the right internal jugular vein approaching the port catheter. After five months and fifteen days later the port which placed at the right internal jugular vein was removed by made an insertion what would the reservoir and the tissues were dissected down at the level of port the mediport was identified and then removed it was then freed from the surrounding an ingrown tissue. The port along with the catheter has been removed and the packet was irrigated and closed in two layers. Therefore, the investigation is inconclusive as no objective evidence for the reported deficiency with the port in the submitted medical record review. Additionally, it can be confirmed that the patient experienced thrombosis. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. (Expiration date: 08/2021), section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.